Event description:
Info received indicates when the brake is engaged the casters will continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.